Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2251 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("portions of coiled metal (likely contraceptive. Device) are identified in the proximal ends of the right and left fallopian tubes and the right and left uterine cornua.") In a 30 year-old female patient who had essure inserted. The patient had a medical history of vaginal bleeding, menorrhagia and heavy menstrual bleeding. Previously administered products included: colace, ibuprofen and percocet [oxycodone hydrochloride;paracetamol]. The patient had a family history of breast cancer, melanoma and gallbladder disease. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2251 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.603 kg/sqm. [Pathology test] (date unknown): surgical pathology report: clinical data: menorrhagia. Specimens: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: uterus, cervix, and bilateral fallopian tubes with no specific histopathologic abnormality. Gross description: portions of coiled metal (likely contraceptive device) are identified in the proximal ends of the right and left fallopian tubes and the right and left uterine cornua. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Event device dislocation added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2251 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.